Event description:
Reporter indicated that pt's infusion sets have been coming apart. He stated that this has occurred with 5 infusion sets from this box. Pt's blood glucose was not affected and no treatment was received.